Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was reported that the patient had missed several follow up appointments and now their pump was empty. The manufacture representative believed the pump's low reservoir alarm occurred on 2014-(B)(6) and the pump was empty on 2014-(B)(6). The patient is supposed to show up at the clinic on 2014-(B)(6), after missing several follow-up appointments. It was noted that the healthcare provider (hcp) was titrating the patient's pump down. It was noted that the pump had 3 drugs in it and the manufacture representative only knew of dilaudid. No patient symptoms were reported. (No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).